Event description:
Bogged down when using on patient twice - needle was manually placed.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. Small scratches were observed on the outer casing that are likely from normal wear. When the trigger was pulled, the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: b)(4) ) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4) ). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft^3): insertion 1: 3.37 secs; insertion 2: 2.24 secs; insertion 3: 2.98 secs. Hard profile (105 lbs/ft^3): insertion 1: 3.87 secs; insertion 2: 3.78 secs; insertion 3: 3.63 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 02/2021 and is less than one year old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Bogged down when using on patient twice - needle was manually placed.